Manufacturer narrative:
It was reported that "he catheter plug is not effective in preventing urine or fluid from leaking out of the catheter, causing mitomycin, a chemodrug, to leak out of the patient's bladder". No additional information was able to be obtained. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Fluid leaking out of the catheter.